Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The customer biomed replaced the flow sensors prior to ge healthcare service representative analysis. The reported issue was resolved.

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation. There was no report of patient involvement.